Event description:
It was reported the programmer takes a long time to boot up (3 - 5 minutes). The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Long boot up time. The programmer error log showed that a system error has occurred in the past. Power cord bay door latch is broken. Keyboard latch is broken. Tip of stylus pen is very loose.